Event description:
It was reported that during the procedure the ultrasonic scalpel would not work when the button was pushed. An electrosurgical bovie device was used to maintain homeostasis while retrieving another scalpel. No patient injury was reported.

Manufacturer narrative:
The complaint device passed visual examination and function testing. The device activated continuously and without any skips, hesitation, or intermittence in both the min and max settings. Since the complaint of the device not activating when the buttons were pushed could not be duplicated, a root cause could not be determined. The reported event is not occurring more frequently or with greater severity than is usual for the device.